Manufacturer narrative:
Additional narrative: the complaint states: procedure: thjr revision. Hip revision for pain reported by patient, possibly related to mal positioning of acetabular shell. No indication of infection reported. Product specialist was present during the procedure. Explants replaced with new depuy implants successfully. The products involved are biolox delta ceramic head 36 +5, pinnacle sector shell 56 and ceramic liner 56/36. A complaints database search did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Event description:
Hip revision for pain reported by patient, possibly related to mal positioning of acetabular shell.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).